Event description:
The pt reported that he has had "a couple" of infusion sets kink while using. He stated that he has a tremendous amount of scar tissue on his abdomen. The pt was educated on the proper way to insert the infusion sets into his body. The pt did report that his blood glucose had elevated during these events to the "high 200's mg/dl". His normal blood glucose range is around 150 mg/dl. The pt stated that he would change his infusion site and bolus through his infusion device to reduce his blood glucose values. The pt did not require medical attention from a healthcare professional or second party to address the issue. The event occurred three weeks ago therefore, no product will be returned.